Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis,and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Event description:
Legal counsel for patient reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis,and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes reported right hip revision procedure approximately six years post-implantation due to pain and anterior impingement type or iliopsoas type symptoms. Serum metal ions were not significantly elevated. During the procedure, it was noted the modular head felt to be prominent on the anterior aspect of the hip and the iliopsoas tendon was tight over the top, well-fixed femoral component, synovium did not have an inflamed appearance, no black tissue reaction consistent with metallosis, and no purulence or signs of infection. The modular head and acetabular cup removed and replaced. A poly liner was also implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-03861 / 03862).